Event description:
Left knee replacement. Left leg bends back too far. Hurts when I walk. Now I fall and lose balance. Use a cane does not help much. Knee cap cracked, knee does not stop going back, pops back and I sometimes fall. These knees have been a problem. Left knee is worse. It has been backwards too far causing falls, pain as soon as my gait begins (foot hits floor to walk). It limits me so much, cane does not help much. Balance is so hard. Fallen dozens of times. My life is no longer active. I am afraid to leave my home, in fear of falling. Quality of my life has so declined. While at (B)(6) hospital, my doctor told me (after successful transplant going on 3 years), "worst thing, you need to have corrected is your knees." My life is so different now. I cannot walk far. I limp. It hurts. I would guess 60% of my life quality has gone of this knee replacement, thought it would be better. I was an active person. Now I stay in my home most of the time in fear of falling.